Event description:
It was reported by the affiliate that the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the firing trigger broke during the first firing. There was no pt consequence.

Manufacturer narrative:
D6: info not available, device not returned for analysis.